Event description:
(B)(4). I have had pain in the left fallopian tube area since insertion in 2011 that increased dramatically; prior to removal the pain was so bad prior to my period that I couldn't walk for 2 days. A year after placement my periods became extremely heavy, lasted 3 weeks out of the month and I passed large multiple clots. An ultrasound on (B)(6) 2015 did show I had developed uterine fibroids. Since placement of essure my libido has completely disappeared. I also had issues with continual vaginal discharge of unknown cause. I had issues with urinary urgency and bladder leakage. The hardest part has been the short term memory issues; I can't remember anything unless I write it down. This has caused me serious problems at work. On (B)(6) 2015 I had a transvaginal hysterectomy and bilateral salpingectomy. Since then the majority of my symptoms have greatly improved if not resolved.